Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1: brand name: replace minicap transfer set with minicap. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4).g4: combination product: add no (previously blank). H11: the actual sample was returned for evaluation. Visual inspection observed separation between the dark blue female connector and the light blue main body. Leak testing, clear passage, and clamp function testing were performed and no issues were identified. The reported condition was verified. The cause for separation was determined to be manufacturing related caused by inadequate solvent to the main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.